Event description:
The customer reported that the system had a video signal failure. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep diagnosed the failure and replaced the interconnect cable. The system operates as intended.